Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific that a hot axios stent was to be implanted to treat a pancreatic fluid collection during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the user attempted to advance the ahot xios delivery system over a guidewire, but the guidewire's ptfe coating peeled and the delivery system could not be advanced. The guidewire and delivery system together were removed from the patient. When attempting to remove the guidewire from the delivery system, the hot axios stent prematurely deployed outside the patient. The procedure was completed with another axios stent. There were no patient complications as a result of this event. The patient's condition was reported to be stable.